Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the pump displayed alert 38 indicating a consecutive motor stall, the user observed dirt in the cartridge chamber, the cartridge connector was stuck, and the user used pliers to twist and remove the cartridge before cleaning the chamber and performing a dry supply change; replacement supplies were shipped and troubleshooting and education were completed. Symptoms included none. Outcomes included no medical intervention, no hospitalization, and no outside assistance beyond nonmedical help from family. Investigation included troubleshooting with the user and provision of replacement supplies. Investigation of this case revealed a stalled motor condition associated with the insulin delivery mechanism and cartridge connector, with contamination in the chamber contributing to the malfunction. It was concluded, based on previously established findings for similar reports, that the cause was device mechanical issue related to motor stall.